Event description:
It was reported that pump display had pixel issue that prevented customer from interacting with pump and reading pump screen. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to re-enter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label within 10 days.